Manufacturer narrative:
Investigation summary: through the photos sent by the customer it was possible to observe the incident of the box label different from the product inside the box, in this way bd confirms the complaint. The investigation was carried out and it is concluded that it is a punctual failure, where the label of batch 1057316 (shelf carton batch - needle descart 25x07) was wrongly glued on the box of products of batch 1057283 (case carton batch - needle descart 30x07). The two batches were manufactured on the same dates on different equipment . The seeb01 automatic packaging machine (lot printed on the case carton - 1057283) receives the boxes already labeled from the mezzanine. In turn, the seeb03 packaging machine (batch printed on the shelf carton- 1057316) receives the boxes without labels and the labeling is carried out by the operator at the exit of the packaging machine. The product inside the shelf carton is larger than the product printed on the shelf carton label, that is, it is not possible for the products in lot 1057283 to fit in the product box in lot 1057316. According to the photos sent by the customer, it is possible to observe that all products fit perfectly inside the box, which proves that the box and the product are correct, only the label is incorrect. The possible cause for this incident is the receipt of a box from mezzanine without a label on the seeb01 line and due to operational failure, a label from the seeb03 line was manually attached to the box. Furthermore, the analysis of the batch history (DHR), maintenance records was carried out and the quality notifications of the batch were checked and no records potentially related to the incident were found. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that the label on the bd precisionglide" needle box contended with the internal content, showing the product was from material# 300327 when the needles inside were from material# 300339. The following information was provided by the initial reporter, translated from (B)(6) to english: "on receipt, 01 shipment box was detected with 10 shelfpacks (with 100 units) in which the label in the shipment box indicates the product: disposable needle 25x07 lot 1057316, when opening the shipment box there was inside another product: disposable needle 30x07 lot 1057283. Label pasted on the shipment box in disagreement with the internal content on the shipment box, that is, the external label contains needle 300327: 25x7 and the product inside the shipment box was needle 300339: 30x7."